Event description:
It was reported that during reprocessing of the 5mm maryland dissector instrument, the installation at the distal end of the instrument was peeling off. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the insulation is gouged with .733 x .069 piece missing above the snake wrist, as a result, the metal shaft is exposed. The missing piece was not returned. Engineering concluded that the damage is likely due to misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings of handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2012, isi contacted the instrument coordinator assistant, (B)(6) university medical center and she indicated that there was no report by the surgical staff that any fragment(s) from the instrument fell into a patient and that any patient has returned to the hospital due to retaining any fragment(s) from the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.